Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Insufficient data was provided so it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. No device was received; therefore the complaint can't be verified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays, product or further info. The part and lot numbers are unknown; therefore the device history records could not be reviewed.

Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
This report is being amended to reflect changes. Other devices used: catalog #42512400514, persona vivacite articular surface, lot #62360959 catalog #42500606201, persona ps cemented femoral component, lot #62376585 - manufactured by zimmer ltd - shannon ie catalog #00597206535, nexgen all poly patella, lot #62413067 - manufactured by zimmer bv - ponce (B)(4).. Catalog #00111214001, palacos r bone cement, lot #76594339 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent a two stage revision for infection on (B)(6) 2014. The second stage was completed on (B)(6) 2014.

Manufacturer narrative:
This report is being amended to reflect changes. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided. Updated information received via legal note indicates that the patient underwent left total knee arthroplasty due to osteoarthritis. It further states that the patient experienced crepitus, instability and lack of joint motion following the surgery. The 3 phase bone scan identified that the tibial prosthesis was loose. The legal claim stated that the tibial component was grossly loose and fell out. The persona knee system package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. Based on the investigation and the information provided, a definitive root cause cannot be determined. However, the complaint may be revised upon return of product or further information.